Event description:
The incident occurred in a port that had chemotherapy infusing. The leak was not noted until the line was accessed via the clave and flushed with normal saline. It was noted at that time as the saline squirted from the connection of the clave and the line and got the patient wet on the neck and face. It has a very visible crack at the hub but the nurse said this crack was not there prior to the rn flushing the line because there was no leak noted at all until the flush was performed. It was immediately disconnected and the device was saved.